Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 4th february 2010 and performed to specification, alongside random manual power ons, up to the 13th september 2015. The device failed a self-test due to a low battery on the 20th september 2015, the device remaine in fault mode until january 2016 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. The device records multiple manual power ups of less than one minute duration up to the last log entry on the 27th january 2016. Investigation found the fault can be attributed to membrane failure. The measurements taken, including the excess current drain would indicate a membrane failure. This led to the green status led failing to illuminate. The fault could not be replicated with a new membrane fitted. The reported fault of "no voice prompts heard following memory erasing" was not verifiable upon receipt at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No voice prompts heard following memory erasing.